Manufacturer narrative:
Device was received with pump error 38 alarm during rewinding due to jammed motor gearbox.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had recurring no motor movement or negligible movement. Retries to free a stuck motor failed alarm. The customer's blood glucose value was 8.8 mmol/l. Customer reported that while changing infusion set had issue with rewinding pump. Customer stated they could clear the alarm, but when arrived to reservoir and infusion set menu, pressed rewinding, another alarm occurred. Customer was not able to read or find other alarm codes from the message and this was repeating with every rewind. Customer was not able to restart pump by holding back arrow and no physical damage on the pump. The device will be returned for analysis.